Event description:
Medtronic received information regarding an imaging system being used in a veterinary procedure. It was reported that there was no 2d or 3d possibility. An error message was seen on the mobile view station (mvs) monitor. After 2d and 3d scans only a grey image without any details were visible on the mvs and a message appeared "die durchleuchtung wurde aufgrund eines röntgen-problems gestoppt". Troubleshooting was performed and the manufacturer representative checked the paxscan, pleora and remote connection with viva. By moving the cable x-ray was suddenly possible. The probable cause of the reported issue was a bad cable between paxscan and pleora. They came to this conclusion because when they moved the cable the x-ray was possible to use. The next step was to change the handswitch. No human patient was present at the time of the event. Additional information was received. It was reported that no additional troubleshooting was performed intraoperative.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000227, lot/serial #: unknown ; product ID: bi71000479, lot/serial #: unknown. The manufacturer representative (rep) went to the site to test the imaging system. The rep found a bad cable between the paxsscan and pleora. The next step was to change this cable. The issue remained. When the rep moved the cables (output pacscan) a clicking noise was heard and then suddenly the system was working for several minutes or sometimes only for 1 shot. The cable j4 to the pleora and pacscan was thought to be the problem. The next step was to change another cable. The issue remained. The system board was changed next as the problem looks like it might be the board. However, the same issue remained. It was next found that issue disappeared when using the footswitch. It was found that the handswitch was bad. Defective handswitch was disconnected. The system worked with the foot pedal only. The handswitch was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the detector signal cable was returned to the manufacturer for evaluation. Analysis found that the cable prevented a known operational imaging system from initializing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The handswitch was returned to the manufacturer for evaluation. Analysis found that the cable insulation was torn. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The system control board was returned to the manufacturer for evaluation. Testing found that the board prevented a known operational imaging system from initializing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The lvds cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: see b5 h10) it was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Per the work orders found in c00239736, multiple parts have been replaced and issue has yet to be resolved. Unknown number of unused 2d and 3d images. Unable to calculate estimated dose. Number of people exposed: 1 - patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that no image acquisitions were unused as x-ray functionality could not be performed. Additionally, there was 1 user present in the operating room (or) when the reported issue occurred.